Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability- additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no related errors observed. Functional testing was performed and it failed. A communication tool audio and vibration test was performed, the audio test passed and the vibration test failed. A "try it" manual test was performed, the audio test passed and the vibration test failed. The receiver case was opened for an internal visual inspection and it passed. An intermittent vibration test was performed and the test failed. A communication tool audio and vibration test was performed with a known good vibrator and it passed. A "try it" manual test was performed with the known good vibrator, the audio test passed and the vibration test passed. An intermittent vibration test was performed with the known good vibrator and the test passed. The reported event of no vibration was confirmed. The root cause was determined to be a defective vibrator.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no vibration could not be determined. A root cause could not be determined.